Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that the pump had damaged lens. Review of device history log identified reported error in the history. Functional testing included battery testing. The pump gave no error during testing. The customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave "error 42221". There was no patient involvement in the reported event.